Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port. The caller was advised to return the epg for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the connector and hanger were confirmed to be broken. The keypad window was found to be scratched. The display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: the epg was returned for service. The accompanying paperwork indicated that the epg also had a broken hanger.